Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test at 4.0 lbs due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and the excessive no delivery test due to compromised force sensor system alarm. The pump passed unexpected test and self-test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while changing their infusion set. Customer's blood glucose was 187 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.